Event description:
They were pre-oxygenating the pt as they were cauterizing the tissue close to the area of the trachea, preparing to make the incision, a flame erupted and was extinguished with saline. It did not go through the drapes but burned the pt's facial hair. The endo-tracheal tube that was in place and the balloon were charred. The physician performed a flexible bronchoscopy and did not identify any tissue damage at that time.